Event description:
A user facility medwatch report # (B)(4) was received stating that: "vent gave no indication of failure but results from blood gases indicated patient was not ventilating properly. Patient was on max settings (12ml/kg, rate 44, ppep 10) the pips remained low (23) and consistent with changes. Vent was switched with another servo and patients ventilation improved as well as an increase in pips with lower settings."

Manufacturer narrative:
No service was requested by the user facility. Further information was requested but no response has been received. No parts or ventilator logs were provided for investigation. Due to the limited information provided, no investigation has been possible. Therefore, the root cause of the reported event has not been determined. H3 other text: 4117.

Event description:
Manufacturer's ref #: (B)(4).